Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufactring cannot be determined.

Event description:
In the emergency room during use of the co2 detector the patient was intubated but there was no change in the color of the co2 detector. The patient was extubated and then reintubated and another detector was used.